Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that they put a battery in insulin pump and it keeps beeping. Customer stated that they were unable to clear the alarms. Customer stated that they remove the battery for five minutes, then re-insert it. Customer states display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty at interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a13/e13 alarms due to full segment display.